Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing: the complaint describes that the system in question, sn (B)(6), produced a constant error malfunction. Upon powering up, the unit gave a light sensor calibrator error. The unit was power cycled three times in an effort to clear the alarm with no success. It is unclear if the error is the same. Testing could not be completed. The most likely cause for the reported failure can be attributed to wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024 it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge gave a constant error malfunction. This was discovered during the case with no patient harm.